Manufacturer narrative:
(B)(4).the device was returned for investigation. The ventilator was powered on and the display screen functioned as intended. The reported complaint could not be duplicated.

Event description:
It was reported that a ventilator screen became stuck and was unable to be powered down. There was no patient involvement.